Event description:
It was reported that during a right femur open reduction internal fixation procedure on (B)(6) 2015, a cable cutter would not cut cables cleanly; it appeared that the cutter gapped at the tips. Another device was obtained for use. There was a surgical delay of five minutes. It was reported that there was no patient harm. This is report 1 of 1 (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information was not provided by reporter. Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received. The investigation could not be completed; no conclusion could be drawn, as the subject device is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: the returned device shows light use during its 5+ year lifespan. The device is in excellent condition and does not have any discernible marks are damage. The cutting jaws of the device meet and there are no gaps when they are closed. The exact cause of the complaint condition could not be determined, but it is possible that the jaws have become worn from repeated use, thereby requiring additional force during use. A functional test was performed and no issues were discovered. A visual inspection, functional test, and device history record review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is unconfirmed. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The raw material is corresponding to the specifications. The hardness was measured at the time of the manufacturing was found to be good. The exact cause of the complaint condition could not be determined, but it is possible that the jaws have become worn from repeated use, thereby requiring additional force during use. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.